Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient alleged that the pod was leaking from underneath, there was blood in the reservoir, and adhesive was wet. They stated that the cannula was initially inserted into the skin, but that the adhesive was not secure. The patient confirmed that the location of the insertion site was rotated. No alarms or alerts were received. No treatment was reported. The patient was able to successfully resume treatment with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.